Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found a hole in the I-beam tubing at pinch valve pv53 causing the leak. The fse replaced the tubing at pv53, cleaned up the leak, ran shutdown and startup and confirmed instrument operation. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was described as less than 3 ml of cleaner leaked at the back of the instrument and onto the counter. The customer could not locate the source of the leak. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves, goggles, and lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.